Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate devices and it was attributed to a loose radio frequency connector on the link electronic module (lem) board, and the board was replaced and calibrated. The programmer was also out of specification on the antennas connected functional test, so the antenna connections in the display area were tightened. (B)(4).

Event description:
It was reported the programmer does not interrogate any devices. The programmer heads were changed several times which did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer does not interrogate any devices. The programmer heads were changed several times which did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.